Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from an undefined location. Customer declined to complete the check at the time of report. There was no reported adverse impact. No additional information was provided.